Manufacturer narrative:
Block b3: exact date unknown, event occurred six months from date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer keep a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per hospital policy.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg would no longer keep a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per hospital policy.